Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that during the case, they had 11 fiducials placed on the patient and attempted to register using touch-n-go. After the surgeon touched 7 points, he felt he was inaccurate. He checked his accuracy and it was inaccurate, showing tracking on the left when they were touching on the right. Additionally, when the surgeon was touching the skin, it was showing in the mid brain. They re-registered using point-merge and touched 10 fiducials using pointmerge and that was accurate, so they moved forward with the case. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.